Event description:
It was reported that this event occurred in the major trauma emergency room. After insertion of the catheter into the patient's right subclavian, the user removed the swg to find that it was "frayed". As a result, the catheter was inserted and used without issue. There was no delay, harm, complication, death or injury reported to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).